Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that a matrix rib intramedullary splint migrated over time causing discomfort for a patient. Patient was fixed for a posterior rib fracture, the implant was done 12 months prior to the post-operative films were taken. Post-operative films showed the splint was outside of the intramedullary space. Patient was seen at the clinic on (B)(6) 2014 with shoulder discomfort. Films at this time showed significant movement with the implant, noted as a sub-q position migration. Implant was removed in a clinical setting under local anesthesia. Patient outcome has since improved. This is 1 of 1 report for (B)(4).